Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a lengthy interventional procedure. Fluoroscopy was performed to determine arteriotomy placement in the right common femoral artery. The physician reported that there was some mild resistance on insertion but "nothing unusual". Mark was achieved. The needles were deployed and the plunger was pulled back to expose the suture. No suture was returned. The foot was parked and the device was removed. The physician noticed that the device had broken in half at the angle of the foot housing. The patient was taken to surgery for device removal. The distal sheath and the foot were removed and discarded. The surgeon reported that the other half of the device was intact and that there were no fragments of the device remaining inside the patient. The patient was reported to be doing fine after surgery. The patient was discharged without further adverse sequelae related to the closure device.